Manufacturer narrative:
Block b3: exact date unknown, event occurred at the year of 2021. Block d6b: explant date: 2021 detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via facility medwatch mw5188427 that the patients spinal cord stimulation (scs) lead was implanted and explanted on the same day due to an unknown reason. No further information could be obtained.